Event description:
The set was received as an unexpected return with several samples previously reported to have leaked at the filter during functions. No patient harm or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.